Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2020 by the arthroscopy journal titled ¿all-inside quadrupled semitendinosus autograft shows stability equivalent to patellar tendon autograft anterior cruciate ligament reconstruction: randomized controlled trial in athletes 24 years or younger.¿ the study reviewed 114 patients and identified acl/pcl instability resulting in an additional surgery with bioabsorbable interference screws and tenodesis screws in 1 patient during the 2-year follow-up period. Ref: smith pa, cook cs, bley ja. All-inside quadrupled semitendinosus autograft shows stability equivalent to patellar tendon autograft anterior cruciate ligament reconstruction: randomized controlled trial in athletes 24 years or younger. Arthroscopy. Jun 2020;36(6):1629-1646. Doi:10.1016/j.arthro.2020.01.048.